Manufacturer narrative:
Investigation revealed several condition codes related to incorrect well wash volumes. An ocd engineer made repairs to the system returning it to acceptable operation. Root cause of the event was determined to be instrument related.

Event description:
A customer observed falsely elevated troponin I results with patient samples. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.